Event description:
The pt underwent a cardiac cath with angioplasty. During the procedure, the n/c monorail balloon material "hung up" on the stent strut. When the md attempted to remove the monorail catheter the catheter broke leaving a segment stuck inside the rca stent. The pt underwent a surgical procedure to remove the foreign body and had a subsequent CABG to rca. The pt tolerated the procedure well and was transferred to ccu.